Event description:
In 2006 while lifting a resident off her bed, using a viking m pt lift the facility reported. That the lift broke dropping the pt onto her bed. The following day a liko rep. Was allowed to view and inspect the lift. The lift had been removed from service and it was found that the sling bar had been improperly attached to the lift without the adapter being used. A new sling bar was shipped to the facility.